Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service. This MDR was originally submitted on 9/29/2015 and is being resubmitted as we never received acknowledgment 3 and we were not able to confirm receipt by the FDA. (B)(4).

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.